Manufacturer narrative:
The device was not returned for evaluation. The product was not evaluated, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the available information. Linked MDR's 2029214-2017-01090 2029214-2017-01091

Event description:
Medtronic received information that this patient's parent artery was perforated during flow-diversion treatment. It was reported a carotid cavernous fistula also occurred. It was further reported that a marksman catheter, a navien intracranial support catheter, and 2 other non-medtronic microcatheters were used during the flow diversion procedure. Information was not provided on how the catheters were related to the patient incident. The devices were used for the treatment of the patient's 3 fusiform aneurysms located at internal carotid artery paraclinoid segment. One the aneurysms had neck width of 7mm and the other two aneurysms had neck widths of 3mm. The parent artery landing zones measured 4mm distally and 4.1mm proximally. A flow diverter was placed for the treatment of the perforated artery and carotid cavernous fistula. The patient's post procedural condition was described as fine.